Event description:
The nucleus sprint model hs8 (60 cm /24") headset cord (ref: z43237) for the cochlears corp nucleus 24 processor has become defective after 3 months of wear. Causing extreme static noise to the pt hearing and possible damage to processing unit or transmitter unit. This is the fourth (4) extact cable that has been replaced in 18 months from same MFR. All purchased made in two (2) lots. MFR does not provide any info (lot #, manufactured date, plant location) to further ID were parts are made or when they were made.